Manufacturer narrative:
Additional information was received on (B)(6) 2016 indicating that the customer had not received any additional inaccurate fill estimate readings. The customer's blood glucose level was "fine". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate during the loading step and after 65 units of insulin were delivered. The customer reported that the blood glucose (bg) level dropped the next day to 62 mg/dl due to the fill estimate issue. The customer disconnected from the pump for 2 hours to allow bg level to normalize. The customer declined tandem technical support's offer to troubleshoot. Reportedly, the customer used 300 to a little over 300 units of insulin to load the cartridge.